Event description:
Information received by medtronic indicated that the user reported a loud hissing sound coming from the console during thaw/balloon deflation period after multiple freezes. The user was able to continued and completed the cryoablation procedure. Reportable based on investigation completed (B)(4) 2014.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was confirmed during site visit. The console failed the inspection due to a defective low pressure regulator and pegged low pressure regulator gauge. Replacing the regulator internal parts and gauge corrected this issue. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.